Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon investigation.

Event description:
It was reported, through the filing of a lawsuit, that the patient was allegedly implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2016 and was revised on (B)(6) 2016. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of cobalt and chromium.